Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to login to the station in a timely manner. The technical support specialist (tss) identified that the main resolution involved unlocking the user account from the active directory. The tss advised the customer to reach out to the information technology (it) team to investigate the recurring account lockouts, as no issues were observed from the machine side, and the user account was not locked on the station webpage. As active directory is not managed on our end, a potential issue was identified with an additional server possibly contributing to the active directory lockouts this resolution remained pending with local it. The customer requested the tss for further investigation into the recent unable to authenticate errors, asking whether they were all related to the same active directory issue and for the device names used during login attempts. A list of nurses experiencing the issue on the station was compiled and forwarded to local it for further review. The tss provided three workarounds for immediate use. Despite multiple follow-ups, no response was received from the customer prompting the tss to proceed with case closure.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple users were unable to login to the station in a timely manner. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.